Manufacturer narrative:
The device was not returned for analysis. The lot history record review was not performed because this complaint is based on an article review, and no part or lot information was provided. Based on available information, causes for the reported death, stroke, hemorrhage, and perforation could not be determined. The reported surgery, unexpected medical intervention and hospitalization appear to be the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
This is filed to report hospitalization, surgical intervention, unexpected medical intervention, bleeding requiring transfusion, atrial perforation, stroke, mechanical hemodynamic support. This research article was a retrospective study designed to evaluate the impact of mitral transcatheter edge-to-edge repair (teer) on postprocedural life expectancy among patients enrolled in the mitraswiss registry through a relative survival (rs) analysis. Complications identified in the study included: death, hospitalization, surgical intervention, unexpected medical intervention, bleeding requiring transfusion, atrial perforation, stroke, mechanical hemodynamic support. In conclusion, mitral teer in patients 80 to 89 years of age is able to restore predicted life expectancy in pmr, whereas in smr with sustained procedural success, high rs estimates were observed. The analysis suggests that successful, sustained mitral regurgitation reduction is key to survival improvement, particularly in patients 80 to 89 years of age.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of death reported in the article is captured under a separate medwatch report. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.